Manufacturer narrative:
Additional radiesse lot used: 8071m0k1, 100062240, expiration date: 01/2015. Date of manufacture: 01/2013. The device history records for lots 100063141 and 100062240 were reviewed. All required testing specifications for these lots were met prior to release. No non-conformances were discovered that would have contributed to this event. Additional information was requested and not received.

Event description:
Dr (B)(6) injected a female patient with radiesse into nasolabial folds, marionette lines, and cheeks. She used two 1.5cc syringes and placed the product subcutaneously. The patient came in the office a few days after the treatment with blisters inside her mouth and nose and reporting of pain in the treated area. Dr (B)(6) cultured the blisters and the cultures were negative. There were no abscesses; blisters were firm and were not warm to the touch. Dr (B)(6) treated the patient with prednisone, keflex, and valtrex, dose, frequency and duration were not provided; and the blisters resolved within a few days. The patient was treated a topical blt topical anesthetic prior to treatment which has since been thrown out. Additional information was requested and not received.